Manufacturer narrative:
A modular head (74222140 08jw19051 sn (B)(4) ) r3 liner (71335852 08gw18015sn (B)(4)), modular sleeve (74222100 08aw15330) and threaded hole cover were received for investigation following revision surgery due to a painful hip. The production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Visual inspection was carried out on the returned devices. Fine scratches were observed on the bearing surface of the r3 liner. A wear patch and discolouration were observed on the bearing surface of the head. Discolouration and surface texture change on the taper of the liner were observed. Wear analysis was performed to review linear wear on the bearing surface of the modular head and r3 liner. The wear image for the modular head shows the wear patch on the bearing surface. The wear image for the r3 liner shows discolouration and a wear patch on the edge of the liner. Maximum linear wear for the modular head was 32.4¿m. For the liner the maximum linear wear was 21.3¿m for a combined head and liner maximum linear wear of 53. Measurement of the vertical straightness profile of the internal sleeve taper showed material loss to a maximum depth of 54.8¿m. The combined linear wear on the bearing surfaces was 53.7¿m. Based on historic wear data, after 9.28 years in vivo, the combined maximum linear wear for the devices is higher than expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal devices. The position of wear on the liner shows that edge loading has occurred. Material loss was measured on the internal taper of the sleeve. The available medical documents were reviewed. It cannot be determined to what extent the patients fall and comorbidities had on his pain and clinical status. The reported pain, elevated cobalt and chromium, pseudotumor and trunnionosis are consistent with metallosis. However, the root cause cannot be confirmed though the report of edge loading cannot be ruled out based on the information provided, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant or the root cause of the revision. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on this investigation the root cause of the reported revision could not be determined conclusively. However, the position of the wear indicates that edge loading has occurred, which could explain the wear observed. If additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. The devices will be retained at aurora UK and are available if requested.

Event description:
Revision surgery was performed due to painful hip.